Event description:
Rn gave insulin injection to a pt. She pushed the syringe plunger in to activate the safety device and thought it was activated. Shortly after this, she got "stuck" by the needle and tried again to activate the safety device and was unable to do so. She disposed of the syringe at this point in the sharps container. She reported the incident to her supervisor and had proper medical follow-up at a medical clinic.